Event description:
Patient reported "a new neurological diagnosis" for their child, specifying "hydrocephalus". No indication of treatment or surgical reoperation, device remains implanted. This record is for the left side. See 2024601-2014-00683 for the right side.

Manufacturer narrative:
(B)(4).